Event description:
It was reported that the screw thread of the driving cap with handle is broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the thread of the connector, the first two turns ripped off, as well as the thread of the shoe is badly damaged. There are also visible marks on the hex shaft, indicating that both parts must have been jammed up or tightened up to such an extent that the threads go so badly damaged. The review of the production history revealed that the product was in full compliance with its specifications and that it corresponds to the actual design. No product fault could be detected.